Event description:
The user facility reported to terumo cardiovascular systems corp. That prior to cardiopulmonary bypass, during prime, the centrifugal pump squealed. The pump squealing was an intermittent issue during prime. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).